Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and noticed that the iabp would not completely boot up. The iabp displayed fault # 13. The fse re-seated the power management board, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not boot up the blue circle keeps spinning. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.